Event description:
Intravenous - IV - bag of solution was unspiked by physician to add another liter of fluid when a small piece of plastic from the IV bag was noted on the spike of the IV tubing. The plastic piece was discarded and did not enter the IV tubing or reach the pt. We have submitted multiple reports for similar occurrences. B. Braun has been involved in investigation. To this point, they are unable to determine root cause. To this point, there has been no known pt harm. Dates of use: 2008. Diagnosis or reason for use: administration of intravenous fluid.